Event description:
The surgeon implanted a aq2003v 3 piece silicone lens. The lens was removed due to a capsular tear not caused by the intraocular lens. The lens was able to be removed whole. The iol injector and iol injection cartridge, model and lot number unk.